Event description:
Customer reported experiencing high bgs (260-380 mg/dl) while wearing the pod for 24 hours. Customer reported that "the needle inserted on pod but did not insert all the way and did not leave the cannula", customer did not realized this situation until after wearing the pod for 24 hours. The pod will be returned for evaluation.

Manufacturer narrative:
The product was not returned so no evaluation is possible at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". The user failed to note this condition which would be visible through the viewing port upon pod placement if labeling is followed. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.